Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a dual chamber pacemaker procedure, while doing a running stitch to close sub dermal tissue during closure of the upper chest wall, the needle broke into 2 pieces and fell into the patient's cavity but were retrieved. They used new suture to complete the case. There was no patient injury.